Event description:
Inbound. Cadd 100 ml pre-filled cassette 6 of 7 lot # 4220000, exp 11/20/2026, elicits no disposable, pump won't run, alarm on both pumps reservoir volume 48 ml. No further details provided.